Manufacturer narrative:
See MDR 1920664-2009-00253 for the delivery device used with this intraocular lens.

Event description:
The doctor realized the haptic was bent after the lens was inserted into the patient's eye. The doctor enlarged the incision to remove and replace the lens.